Event description:
It was reported by service report that the foot end jack could not be raised; brakes were not holding; corner covers are broken with exposed sharp edges. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.